Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased threshold measurements. A chest x-ray confirmed that the lead had dislodged. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.